Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient. Product ID 3889-33, lot # va02096, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that for the ¿past couple days¿ prior to the report the patient ¿was unable to keep her stool up¿ and had diarrhea. The patient indicated that there was no known accident or incident related to the event. However, the patient stated that she fell ¿about a month¿ prior to the report and hurt her rib but ¿everything had been working fine afterwards.¿ the patient was assisted in using her patient programmer and the device was confirmed to be on. The patient was on group b at 0.8 volts and increased her stimulation to verify that she was able to feel stimulation. The patient was able to ¿move it up some¿ but then the programmer indicated that its batteries were dead. The patient planned on getting new batteries the day after the report and get assistance if needed. The patient also stated that she planned to ¿just take some pepto bismol.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was reported "it's not working". The patient programmer had three checkmarks and communication screen. It was noted that the patient was not feeling stimulation. The patient was also experiencing loose bowels and can't wait to go to the bathroom. It was also reported that the patient programmer was "not working".